Manufacturer narrative:
Device evaluation: analysis of the returned device identified crease fold, wear abrasion and opening on posterior. A leak test and microscopic analysis was performed which identified a striated opening and a smooth crease opening on posterior. A fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a smooth crease opening on posterior assessed as fold flaw opening, and a striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional additionally reported "hole on valve side." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional additionally reported "hole on valve side." Device has been explanted.